Event description:
Customer reports 2 fiber leak incidents with dry pack dialyzers being used for double dialysis on one pt. Five minutes into the treatment there was visible blood in the dialysate line. Estimated blood loss was 200cc's and pt given 200cc's replacement fluid. No pt injury or medical intervention reported.